Event description:
After consulting the head of the or, ms. (B)(6), it was reported on (B)(6) 2025 at 13:39 that particles of the surgical light were found in the patient (hip). No further information on the patient's condition has been provided to date. During an on-site inspection, significant damage to the lamp bodies were found in 4 operating rooms, each with 2xpolaris lamps. In one case, the reported incident occurred. On the basis of the damage to the lamp bodies, dves, c-arms, spring arms, etc., it can be assumed that there was user error (by hospital technician and ms. (B)(6)).

Manufacturer narrative:
It has been reported that paint has been chipped off polaris lamps in the operating area of the hospital. Paint chips were reported to have penetrated a patient's wound. No further information was provided regarding this incident or the patient's condition. No regular maintenance by dräger service has been contracted on site. Two affected cardanic devices, photos and pertinent information were analyzed for the investigation. An on-site inspection by a dräger service technician also took place. The photos and onsite analysis at the customer site had shown numerous signs of damage to the coating of the affected lighting systems. Further assessment of the photographic material shows that the luminaire systems were exposed to multiple collisions with nearby devices or with each other. The sporadic paint flaking is also due to external mechanical impact, e.g. Collisions. The high number suggests improper handling by the user. According to the customer, however, there are constantly changing personnel on site. According to the technician, eight polaris 600 lights are installed in the affected hospital. All of the lights show signs of damage, with the chipped paint, impact marks and scratches being due to collisions and an inappropriate disinfectant.the ga describes that the operator of the light and arm system must ensure, among other requirements, that the relevant user groups (e.g. Operators, reprocessing and maintenance personnel) are instructed in the respective activity and observe the IFU. By default, the user uses a surface disinfectant that is not approved or recommended by dräger. It can therefore also be assumed that the use of a non-recommended disinfectant, in combination with mechanical abrasion during cleaning, has additionally contributed to the paint flaking. Suitable agents for manual disinfection are listed in the polaris 600 IFU and in the associated insert sheet. If the surface condition of the lamp body is impaired, this is immediately apparent to the user during handling and reprocessing. The cardanic is made of steel and is pre-treated by galvanizing in accordance with iso 2081 before powder coating. In accordance with the IFU, the system must be checked for visible damage as part of the operational readiness test before each use and during reprocessing. Furthermore, the ga requires the operator to carry out an annual visual inspection in order to prevent potential faults, among other things. According to the IFU, caution is always advised when working with the lighting system, as objects could otherwise fall into the operating field and cause personal injury and material damage. Lights and accessories must be cleaned and disinfected after each use to prevent infections. In the affected operating theaters, it was recommended that the affected system components be replaced. Two replacement lights have already been installed. The number of similar cases caused by the same reason is within the expected range of the respective risk assessment and is therefore accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
After consulting the head of the operating room, ms. (B)(6), it was reported on (B)(6)2025 at 13:39 that particles of the surgical light were found in the patient (hip). No further information on the patient's condition has been provided to date. During an on-site inspection, significant damage to the lamp bodies were found in 4 operating rooms, each with 2xpolaris lamps. In one case, the reported incident occurred. On the basis of the damage to the lamp bodies, dves, c-arms, spring arms, etc., it can be assumed that there was user error (by hospital technician and ms.(B)(6)).